Manufacturer narrative:
Device evaluation anticipated, but not yet begun. There were no significant anomalies identified in a review of the device history record. Additional information has been requested from the account regarding this incident. A follow-up report will be submitted when new information is available and when the device evaluation is complete.

Event description:
The complainant reported that the core of the guidewire came out of the outer safety coil. There was a sharp edge found on the end. It was reported that this was found at prep, but that the product was contaminated. It is unclear whether the wire was contaminated due to insertion into the patient or from exposure to the environment.